Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of five peritoneal dialysis therapy. It was determined that the patient's fill volume was 2300ml and they drained 4390ml. The patient had performed manual exchanges and was not sure they had drained prior to initiating therapy. The patient experienced abdominal pain, hard abdomen, diarrhea, and swelling. There was no report of medical intervention other than draining. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.